Event description:
A (B)(6) female who presented with severe pelvic pain and vaginal bleeding from mesh erosions. She underwent placement of transvaginal mesh in the anterior and posterior compartments with uterine preservation that resulted in severe erosions and pain. Removing the mesh caused significant morbidity with blood loss.